Event description:
Reporter indicated that an unk pt who had recently been implanted with a vns was nearing end of service. The reporter questioned if the end of service could have been affected by electrocautery. Attempts for further info have been unsuccessful to date.